Event description:
The device was returned to the biomedical department with a note that stated, "alarms e320, e447 and fluid shield not working." These alarm conditions do not indicate a reportable malfunction. No tracking info was provided; therefore, specific pt info, device programming, or event details were not available. There were no reports of any adverse pt events or delays in critical therapies while the device was in clinical use. However, during testing at the user facility, the fluid shield was found to be damaged and fluid spillage was noted. No additional info was provided.

Manufacturer narrative:
A field service engineer performed testing at the user facility. During testing, the fluid shield was found to be damaged and fluid spillage was noted. The customer contact's report of device alarms with an e320 (bad battery current) was noted in the device history and duplicated during testing. An e447 (battery adc reading railed) was not duplicated during testing. The device has been identified as part of a product recall. This report represents all the information known by the reporter upon query by hospira personnel.